Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm occurred during bolus delivery with multiple cartridges. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was approximately 300 mg/dl.